Manufacturer narrative:
F9: 30 years, f10: device code: 1422. H3: examination of the valve in laboratory revealed no apparent inconsistencies other than a few small cracks within the poppet which is a known complication for this device. X-ray analysis revealed no apparent inconsistencies. The primary cause for removal of this valve was due to endocarditis, as noted clinically. H6: 86=x-ray analysis.

Event description:
This event was reported as endocarditis, severe regufgitation and pulmomary edema. No further info provided.